Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during an idiopathic vt case, a cardiac tamponade was noticed in the patient. After all the catheters were removed from the patient's body, it was noticed that there was a drop in blood pressure on the patient. The cardiac tamponade was confirmed via echocardiogram. The medical intervention provided to the patient was a pericardiocentesis, and about 350cc of fluid was removed. The patient was in stable condition at the time of reporting. The physician's opinion on the cause of the adverse event is the procedure. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion but no evidence of steam pop. The patient fully recovered however required extended hospitalization (overnight stay).